Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-17311. It was reported that premature battery depletion was suspected on the device. The device was pending explant. The patient was stable. New information received noted that there was also noise on the atrial lead from a (B)(6) 2020 interrogation.

Manufacturer narrative:
Additional information: b5, d11.

Event description:
Related manufacturer reference number: 2017865-2020-17311, 2017865-2020-19350, 2017865-2020-21761, new information received noted that noise over-sensing on the right ventricular lead also caused high ventricular rate notifications. No intervention was reported.